Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. It was also noted that in 2012 lead dislodgement was observed via fluoroscopy during an ICD change out procedure. On (B)(6) 2016 the lead was capped and replaced successfully. The patient was discharged from the hospital in stable condition.